Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regx2173 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer, over the weekend it was discovered we had a provena PICC leaking at the purple hub a couple days within placement.  It will likely require placement. No other information was provided.